Event description:
It was reported that the table locks did not activate causing free tabletop motion in the lateral direction with no resistance. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found a broken wire that prevented the lateral locks from engaging. The fe replaced the cable assemblies and verified that the table locks were performing according to specifications.